Manufacturer narrative:
Investigation included technical review with user-guided troubleshooting and assessment of infusion site, tubing connection, and pump priming function. Investigation of this case revealed no device malfunction or delivery obstruction and proper system performance following the set change. It was concluded that the event was consistent with hyperglycemia without device failure, and user guidance on correction and meal announcements resolved the issue.

Event description:
It was reported that the user experienced elevated blood glucose of 366 mg/dl after an infusion set change while using the ilet, with a high glucose alert and subsequent troubleshooting confirming proper insulin delivery, intact tubing, visible drops during fill, and a dry, nonirritated infusion site; user education addressed correction dosing and meal announcements, and glucose later returned to range. Symptoms included hyperglycemia. Outcomes included transient interruption of normal daily activities due to high glucose requiring monitoring and corrective actions.